Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. The prosa valve housing was subsequently measured and confirmed/indicated the presence of a deformation. The housing deformation measured at -0.0435mm, slight outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test showed that the shunt system was permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The prosa valve is not operating within acceptable tolerances. Results: first, we performed a visual inspection of the shunt system. No significant deformations or damage was detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The shunt system operates as expected and met all specifications. The opening pressure of the prosa was significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valves. Inside the valves, we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the prosa valve was operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that a valve is under draining and is not adjustable. The reporter indicated that a post operative valve is under draining and is not adjustable. The device was explanted. Additional event details have not been provided.